Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information and without the return device to analyze, the cause of the reported loss of fluid column cannot be determined. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After inserting the steerable guide catheter (sgc) into the anatomy, a loss of fluid column occurred twice. Aspiration was performed, and the sgc was able to hold column. Therefore, the sgc was continued to be used and one clip was implanted without further issues, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.